Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The root cause could not be identified. However, troubleshooting resolved the issue. The subject device manufacture date was not identified; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had a no-image issue. The issue occurred during a therapeutic procedure (colonoscopy). The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported not getting any image on the nds monitor and the high-definition lcd monitor. Through troubleshooting, it was determined that the connection was: coming out from the digital visual interface signal out on the evis exera iii to the adapter box and then to the serial digital interface on the nds monitor. From the nds monitor going into the high-definition lcd monitor. They had a computer with provation and they were able to see the image through that. The customer informed us they would get the biomed to work on it. The customer was contacted to continue troubleshooting and stated that biomed was able to resolve the issue. As the issue was resolved, a device return is not expected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.